Manufacturer narrative:
Tis incident was originally reported on (B)(6) 2011 on voluntary form 3500. The purpose of this report is to submit the report on the correct mandatory form 3500a.

Event description:
Report from (B)(6) of metal fatigue failures of a weld seam on spring arms manufactured by (B)(4) sold under the trade name of "acrobat 2000." Specific information about the actual failures is unknown. On (B)(6) 2009, it was learned that ondal performed testing of it's spring arm through (B)(6). It was reported that when sample acrobat 2000 spring arms when fully extended with a weight of (B)(6) placed 700 mm from the weld joint, could fail on average after 8.72 years of use. The ondal acrobat 2000 spring arms are evidently the subject of regulatory activity in (B)(6). There are no reported or known failures of the acrobat 2000 in the united states. Usage of the acrobat 2000 in america (surgical lighting) has involved a shorter lever arm (500 mm) and lower loading (9.1 kg).